Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. An x-ray was performed showing a narrowing of the lead. Suspecting insulation damage, a revision procedure was scheduled to replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. An x-ray was performed showing a narrowing of the lead. Suspecting insulation damage, a revision procedure was performed during which time a new rv lead was implanted and the chronic lead surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. An x-ray was performed showing a narrowing of the lead. Suspecting insulation damage, a revision procedure was performed during which time a new rv lead was implanted. The explant status of the chronic lead was not reported. No adverse patient effects were reported.